Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 20mm sapien 3 ultra resilia (s3ur) valve, the first valve was prepped, delivered and deployed at +3 cc in a normal fashion without issue into the failed edwards magna sav post shortcut leaflet modification procedure. Post implant, it was noted that one of the leaflets on the 20mm s3ur was not closing. The physician tried multiple tricks with catheters to 'unstick' the leaflet yet was unsuccessful. The physician then successfully fractured the sav with the implanted 20mm s3ur with a 20mm true dilatation balloon. Post fracture, the sapien was observed to still have ai from the stuck leaflet. The physician then requested a second 20mm s3ur be prepped. 20mm s3ur was prepped and successfully delivered and deployed in a normal fashion. Post deployment, the patient was no longer noted to have ai and the second 20mm s3ur was working as designed with no ai or pvl.

Manufacturer narrative:
Investigation is ongoing.